Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run". It was reported there was air in the line. Per reporter residual volume was: 43.1 ml, rate 2.5 ml.hr and 71.95 ml was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).